Event description:
Routine complaint investigation when a consumer reported receiving a high blood glucose reading of 486 mg/dl when compared to a laboratory result of 344 mg/dl. These values, when plotted on a clarke error grid, fall into the "c" zone showing the difference in the readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.